Event description:
A customer reported to beckman coulter, inc. (Bec) a fluid leak from cta (closed tube aliquotter) on unicel dxc 600i synchron access clinical system. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer did not know the source of the leak but said it resembled water or wash. On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse isolated the issue to a bad connection of the waste peri pump power at the pump box causing the wash station to overflow. A check valve in the waste line between the wash station and peri pump was faulty. The instrument primed 25 times without error. The customer tested qc. The fse verified repair per established procedures. (B)(4).